Event description:
It was reported that cadd ms 3 pump, alarming low volume when medication remains in cartridge (under-delivery). No patient injury reported. Lot numbers invalid.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).